Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: double capsule: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. Rupture: observed opening assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Health care professional reported "rupture", "¿possibly of note is a double-contour appearance in the upper left implant¿, ¿a pseudonodular arrangement in the left superomedial region (possible small periprosthetic silicone suffusions)¿. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma.

Event description:
Health care professional reported "rupture", possibly of note is a double-contour appearance in the upper left implant¿, ¿a pseudonodular arrangement in the left superomedial region (possible small periprosthetic silicone suffusions)¿. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Health care professional reported rupture, double capsule and granuloma. This relates to the left side. Device has been explanted and replaced with a non allergan device.